Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir lip ring was missing. The blood glucose level was unknown. Customer stated that he reservoir was coming out of the reservoir compartment. The product will return for analysis.

Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off and cracked case near display window corners noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.